Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that the patient mentioned some of the intermittent catheters did not had outlet holes.